Event description:
It has been reported to philips that the device would not boot up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system fails to bootup. Upon functional testing, the philips engineer found that the system was not booting due to defective flex vision pc and hard disk. The fse replaced flex vision pc and the hard disk. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.